Manufacturer narrative:
Product summary: the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant product: a7700e22 mechanical heart valve, implanted: (B)(6) 1998.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Additional information obtained indicated the device was explanted post-mortem for cremation and the cause of death was not related to the out of specification finding.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.